Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The iol had been cut down the middle and one haptic was distorted; there was evidence of viscoelastic on the iol. All pertinent information available to the manufacturer has been submitted. (B)(4): placeholder.

Event description:
It was reported that a patient experienced a torn capsule during the implant of an intraocular lens. The capsule tear was attributed to the patient's anatomy; there was not a quality issue concerning the lens. The doctor decided to implant an anterior chamber lens in the sulcus. No patient complications were reported.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Prior to release to market the iol met all manufacturing specifications. All pertinent information available to the manufacture has been submitted.